Manufacturer narrative:
For this instance, the system displayed a system message and the surgeon chose to abort the treatment even though it could be cleared by the user. In addition, the surgeon stated that at the beginning of the intraocular lens (iol) implant, no tear or rupture was found. The tear was noticed right after the implantation of the iol. Therefore, the root cause of the reported event of posterior capsule tear can be attributed to surgical technique. No technical services were requested or performed on the system due to the reported event. Based on assessment, the product met specifications at the time of release. Based on the information obtained, the root cause of the reported event of posterior capsule tear can be attributed to surgical technique. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A surgeon reported after the main incision was completed and prior to starting the secondary incision a laser error occurred during laser assisted cataract surgery causing the surgeon to abort the laser treatment. The phaco portion and implantation of the intraocular lens (iol) was fine and without tears or rupture. After implantation of the iol a tear appeared which did not affect the position. The surgeon is unsure where this happened. Additional information has been requested.